Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 13 unopened pouches and 4 opened. Analysis and results: there are no previous complaints of the same reference-batch. Received 13 closed samples and 4 open samples (one of them is empty and the other 3 open samples received have only 2 or 3 unused sutures inside the pack)., there are no units in stock. Tightness test to the sample received has been performed and the unit is tight. Tested the needle attachment of the closed samples received and the results do not fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As instructed for use: complaint is justified. Taking into account that the results of samples received do not fulfill the OEM requirements. Actions on product: based on the conclusion derived from investigation, this code/batch will be replaced to the customer or a refund issued. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaints: (B)(6). Needle detachment too easy.